Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not received for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was not charging. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: mfg date.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site replaced the fuses themselves which resolved the issue.